Manufacturer narrative:
(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent please verify the event information above for accuracy. How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Patient had itching underneath skin uncomfortable for 3-4 days. Took benadryl and hydrocortisone but made it more pronounced. Itching got more severe with neosporin. Took atarax for rash. Additional information has been requested.